Event description:
It was reported that revision surgery had been scheduled due to metallosis.

Event description:
Evidence of loosening and osteolysis specifically around the acetabular portion noted on x-rays prior to revision. Wear and debris noted on sleeve. Inspection of the acetabulum showed that there did appear to be at least three areas of osteolysis including where the previous screw was situated, as well as an area into the pubis, and as well as area into the ischium. There did appear to be a significant amount of metallic backside wear between the liner and the shell. This debris was taken out and pictures obtained.